Event description:
Over-radiation as documented on the chart, then crossed out without initialing as to who changed the amount of radiation given. Upon reporter's family member return from their radiation appointment reporter called the drs office as the family member was not feeling well. Reporter asked why the family member was not booked for ongoing set of regularly scheduled appointments and the receptionist said no one would be. That the machine was broken - see notes on course of events that transpired beyond this. Also, please note that when reporter called asking for these med records reporter had to leave their family member's name. When reporter called back to follow up they said, yes, they remember the family member, they are the one that died.